Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case found a small hole in the seal plug of the right ventricular (rv) positive port but no other anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A series of electrical tests were performed and normal device function was observed. Impedance testing was completed and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the device has been returned and analyzed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited high out-of-range pace impedance of greater than 2,500 ohms. The patient had chronic atrial fibrillation (af). The ra lead was surgically abandoned. The crt-p was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). A new tachy right ventricular (rv) lead was implanted and the former brady rv lead was plugged into the ra port for potential future use. No additional adverse patient effects were reported.